Manufacturer narrative:
Initial and final MDR (B)(4) - device 7 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on 13-jun-2024 ten infusion set fell off during use. No further information available.